Manufacturer narrative:
The device is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation. The batteries were received by the manufacturer on november 12, 2014. There was no reported injury as a result of this event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. An evaluation of returned batteries was not performed as the battery lots are identified as pertaining to recall fsca apr2014.1; therefore product evaluation is not required. Batteries pertaining to this recall have been shown to have a defective/faulty cell pair. The most likely root cause of the reported 'power switching' event is a battery with a faulty cell pair. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. There are no known clinical factors that could have contributed to this event. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two years and four months post hvad implantation, it was reported that the patient experienced power switching from one port to the other and early depletion of batteries. All the batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the four (4) related batteries are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.